Event description:
Information was received from the physician indicating that the believed cause of the increased seizures was battery end of life, so the generator was replaced. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increased seizures. No additional information was provided.

Event description:
Clinic notes were received for the patient's referral for generator replacement. On (B)(6) 2012, the patent presented reporting that she had been doing well until the last two to three weeks when she probably had about four seizures, all in the evening hours. The last seizure she fell backwards and hit her head on the table. The patient reportedly tolerates the medication increase well. The patient's vns settings were changed by increasing output current from 2.5ma to 2.75ma and decreasing pulse width from 250usec to 130usec. The battery life was reported to be at "one-third." The patient was continued on her anti-seizure medications as planned. The patient was scheduled for follow up for five months unless sooner follow up was needed. Review of the patient's programming history showed that the patient was programmed up to 3.ma in 2010. Attempts for additional information have been unsuccessful to date. The patient had generator replacement surgery on (B)(6) 2013. Attempts for product return have been unsuccessful to date.

Event description:
The implant card was received by the manufacturer and confirmed the generator replacement date of (B)(6) 2013. The reason for replacement was listed as battery depletion with "near end of service=yes." Lead impedance following generator replacement was marked as okay.

Event description:
The representative at the explant hospital reported that the device was discarded.